Manufacturer narrative:
The failure investigation has been completed. The alleged issue was verified and 2 different issues (cracked touchscreen/bent usb pins) were identified.

Event description:
It was reported that the quick bolus button was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.